Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with flail (a1). An xt clip was placed on the flail. After leaflet insertion assessment, it was decided to lower the grippers; however, one of the grippers would not lower. The clip was removed and replaced with another xt clip. The clip was positioned on the flail and leaflet insertion assessment was satisfactory. However, the mean pressure gradient increased to 8mmhg. The clip was repositioned, but with same result, gradient of 8mmhg. It was decided to not deploy the clip. Mr remained at grade 4+; and pressure gradient returned to baseline. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided, a cause for the single gripper actuation issue (during procedure) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.